Event description:
Olympus further received information that there was no solid matter found in the blue liquid that came out of patient. The detergent was ecolab multi enzymatic detergent. The detergent contains protease, lipase, and amylase. During reprocessing, the channel was brushed, flushed and put into the medivator after use before and after the incident. The insertability was not tested before the scope and was put into the patient. The doctor confirmed that there was no resistance during the case. There were no extra tests or treatment after the procedure. The patient ended up going home after being discharged from the intensive care unit (ICU), which the ICU stay was not related to the incident.

Manufacturer narrative:
Updated field: b5 to reflect the additional information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the foreign material was ecolab multi enzymatic detergent. However, the root cause of why the foreign material remained could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the sections below: ¿chapter 3.3 inspection of the endoscope.¿. ¿chapter 5: reprocess the endoscope.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during high-risk therapeutic endoscopic retrograde cholangiopancreatography, this evis exera iii duodenovideoscope started leaking blue fluid which was later discovered to be detergent from cleaning. The scope failed leak test but when manually tested, there was no bubbles or any physical manifestation of a leak. When blue fluid was discovered in the patient after an rx sphincterotome was inserted down the biopsy channel, the user immediately took the scope out of the patient, retested the scope manually and still no leak was discovered. The scope was in the patient for two minutes when it was discovered. The procedure was completed by switching to another scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Olympus performed a visual inspection during a water dunk test on the device in the as received condition. The scope was connected to regulated airline of 7psi and submerged into a tub of water. As the scope was fully immersed, the air/water, suction and biopsy channel was flushed with water to remove the remaining trapped air. Once the channels were flushed, there were no signs of the bubbles exiting the scope when manipulating the control knobs, insertion tube, light guide tube and bending section. In addition, a secondary leak test was performed as the scope was connected to cosmo which is an electronic leakage detector that reads pass or fail. The scope passed the leakage tester at a reading of +0.02. Surface scratches and kinks were found on the wall of the biopsy channel and in the opening of the suction channel. Additional evaluation findings are as follows: 1.) Play at the up/down knob; 2.) Loose tension at the up/down knob;. 3.)dents and scratches noted on the hold ring; 4.) Flabby bending section cover; 5.) Cracked adhesive; 6.) The insertion tube boot was noted torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.